Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that the impactor broke during an initial procedure. Another impactor was used to complete the surgery with no delay. There was no harm or impact to the patient. Attempts have been made and there is no further information at this time

Manufacturer narrative:
(B)(4). Additional information provided product identification for this product. This report was reported under an incorrect manufacturing report number. This report will be made not reportable and a corrected medwatch will be reported under MFR # 1825034.

Event description:
This report was reported under an incorrect manufacturing report number.